Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, functional tests were conducted on 29 retained samples for stopper function and all samples passed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using the bd vacutainer® sst¿ blood collection tubes the stopper detached causing sample leakage in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using the bd vacutainer® sst¿ blood collection tubes the stopper detached causing sample leakage in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.